Event description:
It was reported that the right ventricular lead impedance had increased abruptly over the previous few weeks and was now high, which triggered an alert. The capture threshold also increased with a similar trend. The lead may be fractured, however, a chest x-ray was done and it showed normal lead placement plus, the patient had successful defibrillation threshold testing (dft), even with the high impedance. The physician and patient decided to monitor the lead; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that there was a lead impedance out of range alert, and that the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was later noted, after performance data sent by the clinician was reviewed, that the short interval counts (sic) were elevated at 420 counts and two non-sustained ventricular tachycardia (vt-nst) episodes had noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.